Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 59 mg/dl. Reportedly, the customer delivered "too many" bolus when addressing bg levels. Customer addressed bg of 59 mg/dl with food.